Event description:
The individual utilizing the gauge-1.6/2.0 was having reassembly issues post cleaning and autoclave process. In addition to this complaint, it was difficult for the surgeon to feel the far cortex with the hook of the gauge according to the sales representative involved in the case.